Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated that they fell down the stairs due to having possible low or high blood glucose. The patient indicated that they did not notice an alarm on the phone or the receiver. Event details were not provided by the patient. No additional patient information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined via data.